Event description:
Describe event, problem, or product use error: frequency: 3 times a day for 28 days on and 28 days off. Indication: cystic fibrosis, unspecified; cystic fibrosis with pulmonary manifestations. Patient reported, after receiving his cayston order, he realized his altera kit was not working and needs a replacement. Specifics of malfunction were not reported. It was not reported if the patient missed a dose or experienced an adverse event due to the device not working. Unknown if device is available for return to the manufacturer. Product lot number and expiration date are unknown as they were not provided. Unknown if doctor is aware. No additional information available.